Manufacturer narrative:
The device was returned to the manufacturer for investigation. A visual inspection found the tamper seal removed on both bottom case and plunger assembly and a crack on the right plunger case and bottom case. Power up testing was able to duplicate the problem. Configuration required alarm was found at power up. The cause of the problem was found to be related to the user interrupting the pump during the cloning process which caused the pump to lose the standard configuration. The pump was repaired by downloading the standard configuration back into the pump. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump configuration required message would not clear.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported that the pump configuration required message would not clear.